Event description:
It was reported that there was intermittent power to the footboard due to an electrical short in the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.